Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a flexima bilary stent was used during a stenting procedure of the common bile duct (cbd) performed on (B)(6), 2012.according to the complainant, during the procedure, difficulty was experienced when advancing the device through the patient anatomy. The stent was attempted to be positioned at the target lesion in the cbd, however a kink in the guide catheter was noted and the stent was unable to cross the lesion. It was also reported the target lesion was at 100% stenosis. The device was removed and no other damage was noted. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a flexima bilary stent was used during a stenting procedure of the common bile duct (cbd) performed on (B)(6), 2012. According to the complainant, during the procedure, difficulty was experienced when advancing the device through the patient anatomy. The stent was attempted to be positioned at the target lesion in the cbd, however a kink in the guide catheter was noted and the stent was unable to cross the lesion. It was also reported the target lesion was at 100% stenosis. The device was removed and no other damage was noted. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent component were returned for evaluation with the stent separated from the delivery system. The stent was found detached from the push catheter and was not returned. Visual evaluation of the device revealed the suture hole of the push catheter to be torn. The tip of the guide catheter was noted to be cracked. The guide catheter was also noted to be kinked and a suture impression at the distal end was found, indicating the suture embedded inside the guide catheter during use. The outer diameter of the stent was measured and was found to be within specification. Functional analysis could not be performed due to the returned condition of the device. It is likely that the noted damages occurred due to anatomical or procedural factors encountered during the procedure (such as tortuous anatomy, tight stricture, or maneuvering of the device); therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.